Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was admitted to the hospital on (B)(6) 2013 due to fever, rash, otitis media, and possible (B)(6). Surgeon reports the event occurred 56 days post bilateral simultaneous cochlear implant surgery. The patient was treated with IV antibiotics (vancomycin and rocephin) as well as oral antibiotics (type, dosage, and duration not reported). A diagnosis of (B)(6) was made on (B)(6) 2013; however, cultures were reportedly negative. No previous history of meningitis has been reported, and the patient received pre implant immunizations for (B)(6) (type not reported). Etiology of deafness was congenital with a bilateral mondini malformation. A csf leak was reported during implant surgery and was successfully managed intraoperatively with fascia and temporalis muscle packing around the cochleostomy site. No other surgical complications were reported. Cephazolin was administered intraoperatively, and the patient was prescribed a seven day course of oral keflex (dosage not reported) post operatively. The patient was dismissed from the hospital on (B)(6) 2013 with a PICC line (peripherally inserted central catheter) to continue with IV antibiotic treatment. The implanted device remains. There are plans to resume device use.